Event description:
It was reported that the ilet pump¿s front and back housing began to separate, consistent with a device bonding failure affecting the display assembly, and a replacement was arranged while the patient used backup therapy and continued cgm via the dexcom app or receiver. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem leading to a component-level failure consistent with loss or failure to bond at or involving the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.